Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving morphine via implantable pump. The indication use was n on-malignant pain. It was reported that while on the call, the patient reported their handset always goes to 90% and never goes to 100%. It took about 2 minutes before it finally loads/connects to the pump. The agent reviewed and assisted the patient connecting to the pump and the patient requested/received a bolus with a brief telemetry delay at 90% but otherwise connected without issue. While on the call, the patient stated the boluses did not work for them. They were having 'issues' with getting their pain level managed and they were working on this with their healthcare provider (hcp). The patient mentioned that they have ¿crps¿ that runs from their fingertips on their right arm all the way up to their shoulder and it was excruciating pain. When the agent inquired event date, the patient stated that 'the morphine has helped there and instead of crying for the hours out of the day, it's helping there, but if I need a bolus, where it's really going crazy (in their arm/shoulder) it's not really doing anything. It (the boluses) did help at one time, I could almost feel the bolus working in the arm; then that stopped, and I don't know if that's because - my arm goes through stages, either it's hurt, hurt, and hurt, and, for some reason, it kind of quit working for the boluses,'. The patient also mentioned they lost their arm and were paralyzed due to a disease in their arms. The agent reviewed considerations and redirected to healthcare provider. The agent emailed physician listings to patient. Due to nature of call and difficulties understanding patient, sr information was difficult to obtain. The patient stated that they had connection issue 'since day 1.'